Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual observation confirms the kite on both devices is split. Under magnification, no loose elements were observed that could have broken and fallen into the patient. This type of failure is typically observed with applying excessive axial or bending forces during use. Also, there was no information provided on whether the right size cannula and the correct gauge needle were used during procedure. A cannula smaller than 5mm in diameter can cause the chia to break. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot released to distribution. Based on the overall complaint rate for this failure mode, at this time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that the loop on the ideal suture shuttle w/chia - 45 degree right device broke during shuttling the thread. It was reported that this occurred with two ideal suture shuttle w/chia - 45 degree right devices. It was reported that the procedure was completed successfully with a competitor device. There was no significant delay reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.